Manufacturer narrative:
Updated fields-b4,d9,g3,g6,h2,h3,h6(type of investigation, investigation findings, component codes, health effect ¿ impact codes, conclusions),h11. Corrected fields- b5, d10, e1 (initial reporter name, email, event site address, city and state, event site postal code), e2, e3, e4, g2, h6(medical device ¿ problem code). During investigation, the fse was unable to verify problem but verified that cardiosave would not recognize simulator. Also, water corrosion was found on front end board. To solve the issue fse replaced front end board. In addition ic kit and battery were replaced that had reached their due. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by the getinge field service engineer during inspection that cardiosave intra-aortic balloon pump (iabp) was intermittently powering up in service mode. No patient was involved and there was no harm reported.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had some unspecified malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.